Event description:
The disposable loading unit was used with another instrument during an unspecified procedure. The surgeon was injured when he fired the insturment. The hosp has not provided any add'l info.